Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported on additional information from product investigation, that a inner coil fracture was confirmed in the is-1 end.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was attempted but not implanted as placement difficulties were encountered, the lead also exhibited under sensing and low amplitude readings, after multiple attempts the screw wouldn't deploy .no adverse patient effects were reported.